Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the pump black box showed an unexplained pump reboot. A visual inspection of the pump revealed the battery compartment was cracked at the threads from threads to the case seal. The returned battery cap¿s threads were stripped and the cap was unable to maintain an electrical connection. The reported power issue was duplicated. A test battery cap was able to maintain electrical connection. The pump powered on to a blank screen. Further testing was not able to be performed due to the blank display. Pump¿s cover was removed, no intermittent condition was found to the power pcb. Further testing for a power issue was not able to be performed. The pump¿s cover was removed and no damage or moisture were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the pump casing was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.